Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints. All available information was investigated and the reported slda was due to pre-existing patient anatomy. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for single leaflet device attachment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. A mitraclip xtr was advanced and successfully implanted on the medial side of the valve. However, after removing the clip delivery system (cds), a single leaflet device attachment (slda) was noted. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second mitraclip xtr was implanted at the central a2/p2 location to stabilize the slda, reducing mr to 3+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.